Event description:
It was reported that the patient had contact with a healthcare provider (hcp), for irritation, redness and itching at pod infusion site. The patient was diagnosed with irritation and prescribed elocon cream. Blood glucose values were reported to have reached 10.0 mmol/l (180 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.